Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the instrument was found with a cable outside the pulley. There was no report of patient involvement or patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the cable was broken.